Event description:
A malfunction on the pump was reported by the caller, who experienced the issue about two weeks prior and initially reset the pump independently without reporting it. The impact on the customer's blood glucose level was not provided, as the caller declined to answer whether it exceeded 500 mg/dl. As a resolution, cts followed up with the caller, confirmed a previous malfunction, and decided to send a replacement pump with updated software to the customer's address. The caller will continue to use current pump for insulin delivery until replacement pump arrives.